Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 18gx1.25in straight bc blood leaks out of control plug it was reported by customer that the catheters that did not self occlude when the needle was removed. Nurse in labor and deliver unit states that they have had several 18g cathena catheters that did not self occlude when the needle was removed. They do not know the date ¿it was a while ago¿ and did not report it save any product identifiers.

Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Corrective actions have been initiated and a manufacturing root cause has been identified for this failure mode. Actions have been made to address the issue.